Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The screen is dim/fading and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/14/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/31/2014 with the following findings:during testing, the pump powered on and the display was dim and discolored. Unrelated to the complaint, evaluation revealed that the contrast keypad button was unresponsive, which has no effect on insulin delivery function. All other keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the contrast key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.